Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 303mg/dl. Customer reported that they received a manual injection. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The unit was received with cracked case at display window corners, minor scratched lcd window, and missing end cap sticker.